Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter broke. A 135/20 renegade¿ hi-flo¿ kit was selected for use. During preparation, it was noted that the catheter was stretched. Subsequently, it was noted that the outer portion of the catheter was separated and the inner portion was visible. The device did not enter the patient. There were no patient complications reported and the patient's condition was good.